Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the numbers on the insulin pump's screen did not stop scrolling. She attempted to enter a bolus but the numbers continued to scroll up. Customer's blood glucose level was 250 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.